Event description:
It was reported by service report that the wheels will not go into brake mode. The customer reported that they did not know if there was pt involvement, however, adverse consequences were reported.